Event description:
The monitor tech noticed that pauses were being stored in the event history but no alarm and paper strip was occurring. After biomed investigated and witnessed one event, biomed noticed that the monitor b450 in the patient room was calling the event a "missed beat" but the central station in the telemetry monitoring room was changing the name of the event to a "pause". The central station did recognize the alarm term "missed beat". Therefore the alarm sound did not occur and the strip recorder did not print.